Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver the full bolus requested and customer was subsequently hospitalized due to a blood glucose (bg) level of 423 mg/dl and diabetic ketoacidosis. Customer delivered a bolus and was provided with intravenous fluids and fluids to address bg. Customer was released from the hospital on (B)(6) 2020 with no permanent damage and reverted to manual injections for insulin therapy.